Event description:
The customer reported to philips healthcare that the battery was not functioning. The device would not power up on battery power. There was no patient involvement.

Manufacturer narrative:
(B)(4).